Manufacturer narrative:
Updated fields: h2, h6, h11 h6- problem code corrected fields: h6- investigation findings this supplemental report is being submitted to provide the results of the correction and final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunctions were due component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a scope message error (error 216), the screen kept going black, and a static image. There was no patient involvement.